Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for end of service (eos) due to long charge time. The ICD remains in use; however, a device replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). If information is provided in the future, a supplemental report will be issued.